Event description:
One pt with discrepant hba1c results. Initial result 12.2%, repeat result 6.1%. Initial result was reported, pt not adversely affected. The field service representative determined the probe tubing clip was missing causing damage to probe tubing. The tubing was replaced. In addition the wash stations were cleaned and cable tensions were adjusted. Performance test were performed and within specification.